Event description:
It was reported that the user connected the cartridge to the connector first during a supply change, and the agent provided education that the connector must be attached to the end of the infusion set tubing first before connecting to the cartridge; the infusion set and cartridge lots were provided. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no hospitalization and no device interruption reported. Investigation included remote troubleshooting and user education focused on correct infusion set and connector assembly. Investigation of this case revealed an infusion set deployment error due to incorrect connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.

Manufacturer narrative:
Initial.